Manufacturer narrative:
On 04 july 2016 the (B)(4) performed a clinical evaluation and commented as follows: day 1 dislocation in tha is a possible adverse event, which normally comes from difficulties in achieving either a satisfactory relative position of the components or insufficient soft-tissue tension. In this case, no information is available in terms of x-rays or further intra-operative details. Replacement of the head with a longer-neck one suggests that insufficient soft-tissue tension had been achieved at primary operation. Whether this is due to stem subsidence or cup migration or to a problem in intra-operative tension assessment is unknown, but is very unlikely to be attributed to a defective device. Batch review performed on 05 july 2016. Lot 151904: (B)(4) items manufactured and released on 24 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 08 july 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
After the surgery, the surgeon found dislocation. He immediately performed revision surgery and replaced the femoral head with more larger size. Explants and x-rays are not available for investigation.